Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box shows a loss of prime associated with a cartridge change on (B)(6) 2015 18:11; deliveries resumed on 18:29. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end, testing the basal history correctly showed 2.0u and tdd showed 48.0u. . The pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates. The bolus history matched the total daily dose bolus history. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient experienced a blood glucose (bg) of 50-55mg/dl with cognitive impairment, difficulty speaking, extreme dizziness, and unsteadiness when standing and walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The basal delivery totals in tdd do not match active basal program total - no known cause for variation. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.